Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455mg/dl. The customer was treated with the insulin pump. A self-test was performed and the insulin pump passed. The product will not be returned for analysis.